Event description:
It was reported that when the asymptomatic patient presented remotely through merlin.net transmission, competitive atrial pacing leading to inappropriate mode switching was observed. Programming changes were made and no additional alerts have been noted. The patient is doing well.